Manufacturer narrative:
(B)(6). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that a lead revision was scheduled for wednesday the 21st. The manufacturer representative met with the patient and doctor in the clinic yesterday and the patient was walking. It was not determined why stimulation was being felt in the patient¿s leg. No further complications were reported/anticipated. Additional information was received from a manufacturer representative. It was reported that during a lead revision, the ins showed an impedance on the number 3 electrode. It was noted they could not clear the impedance on the #3 electrode and due to the continued impedance, a new battery was opened and implanted. The patient recovered without sequelae. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (B)(4) revealed good stable output on the electrode pairs the ins had when it was received and good impedances using a clinician programmer; the returned ins passed all functional testing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had a stress fracture due to their implant because they could feel stimulation down their leg. The patient¿s device was re-programmed and the pulse width was changed from 210 to 120. No further complications were reported/anticipated.